Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Attempt to charge and boot the unit and passed. Internal visual inspection was performed and passed. The log was downloaded and found unexpected receiver shutdown in the log within the investigation window an indication that the allegation did occurred. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.